Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that surgical intervention was performed and the rv lead was surgically abandoned and replaced without incident. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
New information received indicates that this device was explanted for an unknown reason and returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital due to presyncopal symptoms and hypotension. Interrogation revealed this device was oversensing noise on the right ventricular (rv) lead resulting in pacing inhibition with ventricular asystole. Loss of capture (loc) was also observed with arm movements. The device was reprogrammed and patient will undergo surgical intervention. No adverse patient effects were reported.